Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9735737 (sw kit 9735737 stealth s8 cranial), (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that intra/peri-operatively during the navigate task of a cranial biopsy procedure that the site was having some issues with low performance errors popping up on the screen while doing a clinical case. The doctor was using navigation viz software and models to do a craniotomy. The doctor usually does anywhere from 7-9 test tracks while using the navigation system. The manufacturer representative present was able to delete some of the tracks, but the system seemed very slow and lagged while doing the case. The surgeon stated this error had occurred previously. System was still performing as intended. Patient was present and there was no reported impact on patient outcome. Unknown delay in the case.

Manufacturer narrative:
Additional information: a software analysis was initiated to determine the probable cause of the issue through known anomaly determination. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that there was no reported surgical delay due to this issue.